Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, case was unknown. There was no adverse impact to the customer's blood glucose level. The customer declined tandem technical support follow up at this time and further information was unable to be obtained.